Manufacturer narrative:
After replaced the head hi/low up and down valve stem, the technician replaced the trend/CPR valve to repair the bed.

Event description:
Information received indicates the hi/low function of the bed is drifting down within a day from the raised position.